Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 12:48:20. During night drain cycle 20, the patient's ultrafiltration reading was 1147ml, indicating the home patient (hp) drained 1147ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause of the iipv event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.